Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 75% stenosed target lesion was located in the calcified and moderately tortuous front arm shunt vessel. The 4.0mm x 40mm/40cm sterling balloon was advanced and when the physician attempted to pressurized the balloon, the balloon ruptured at unknown atms. No issue was noted during preparation and while advancing the balloon to the lesion. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).